Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not holding a charge and the patient had developed new pain. It was unknown when each of these issues began. The ins was replaced on (B)(6) 2019 because it was not holding a charge, and during the replacement surgery, a second lead was added to address the new pain since reprogramming was not able to resolve it. The cause of the ins not holding a charge was unknown, but the ins was returned to be analyzed. It was noted that after the replacement surgery, all impedances were confirmed to be in the normal range and the patient was getting excellent bilateral coverage. No further complications were reported or anticipated.